Event description:
When using the midas rex c-1 drill bit to drill the tack up stitch holes in the bone flap, the drill bit broke off at the tip. All pieces were removed from the field and a new bit was opened. The broken drill bit was sent to biomed along with the packaging.